Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established. The sample has been returned, but the evaluation is not yet completed.

Event description:
It was reported that a stent graft only partially deployed at the intended site, for a popliteal aneurysm and even with much force, it would not completely deploy. The partially deployed stent were removed from the patient and the procedure was completed with another stent graft. Access was not lost during the procedure. No reported injury to the patient.